Event description:
A consumer reported that following an intraocular lens (iol) implant surgery "things pop more" and it feels like she "fell into a video or cartoon world." The consumer reported it took two years after surgery for the eye to stop hurting and the eye is easily fatigued. The consumer also reported she has migraines now and prior to the surgery. The consumer did not provide any surgery contact information; therefore, no follow-up could be conducted.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The consumer did not provide any surgeon contact information; therefore, no follow-up could be conducted. (B)(4).